Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported patient with diffuse lamellar keratitis located at the right eye flap edge at 1 day post op from a lasik procedure. Treatment provided: steroid drop increase.